Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: underweight, broken shell, brown particles, dark ring. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported right side rupture. The device has been explanted.